Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - (B)(6) 2010; 5076 implantable pacing lead - (B)(6) 2007; 6984m implantable adaptor - (B)(6) 2010. (B)(4).

Event description:
It was reported that the device exhibited abnormal battery depletion, reaching elective replacement indicator (eri) in a year and a half. Additionally, the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced and the lv lead was capped and replaced. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.